Event description:
The customer had multiple intermittent occlusion alarms. The customer's blood glucose level was reported as "high," indicating it exceeded 500 mg/dl. To address the high blood glucose, the customer administered a correction injection via mdi, drank water, and changed the infusion set and cartridge before resuming insulin. There was no need for third-party assistance, and the customer handled the situation similarly across multiple reported events. The case was closed by cts as the caller declined further assistance.